Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon popped/ruptured when inflated with 15cc of air. The staff stated they did not over inflate the balloon per the IFU recommendation, "do not inflate with more than 25 cc of air." There were no pieces that broke off from the balloon. It was a clean burst. A replacement accessory kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot # and the occurrence date were unknown. There was no non-conformance which could have contributed to this failure mode.